Manufacturer narrative:
As reported, saline leakage and subsequent loss of balloon pressure occurred during inflation. The presence of a hole was noted in the proximal segment near the luer hub of the 142 cm. Aviator plus 6.0 x 20 balloon catheter. The procedure was a carotid angioplasty. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17229053 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft / leakage ¿in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Open the hemostasis valve as widely as possible and carefully advance the balloon catheter over the guidewire until the balloon section of the balloon catheter is introduced into the guiding catheter. Look for and confirm back flow over the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information received: the product was returned for analysis. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Saline leakage and subsequent loss of balloon pressure occurred during inflation. The presence of a hole was noted in the proximal segment near the luer hub of the 142 cm. Aviator plus 6.0 x 20 balloon catheter (bc). The procedure was a carotid angioplasty. There was no reported patient injury. The device was returned for analysis. One non-sterile unit of aviator plus .014 6.0 x 20 142 cm bc was returned. Per visual analysis the balloon had been inflated and deflated. No other issues were noted. Per functional analysis a leakage was noted on the device body at 2.0 cm from the distal end of the ID band, originating from what appears to be a perforation. Per sem analysis the outer surface shows evidence of slits on the perforation and at its surroundings; also scratch marks were noted adjacent to the perforation. It is very likely that the body perforation was caused by the interaction of the catheter body with a sharp object. A device history record (DHR) review of lot 17229053 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft / leakage ¿in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by scratch marks and slits noted on the outer surface during analysis. According to the instructions for use, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Open the hemostasis valve as widely as possible and carefully advance the balloon catheter over the guidewire until the balloon section of the balloon catheter is introduced into the guiding catheter. Look for and confirm back flow over the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, saline leakage and subsequent loss of balloon pressure occurred during inflation. The presence of a hole was noted in the proximal segment near the luer hub of the 142 cm. Aviator plus 6.0 x 20 balloon catheter. The procedure was a carotid angioplasty. There was no reported patient injury.